Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument misfired and the staples did not form properly resulting in bleeding. The surgeon manually sutured and applied cautery to complete the procedure. The hospital has reported no pt injury occurred.